Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with battery tube threads cracked, cracked reservoir tube lip, minor scratched lcd window, cracked lcd window and cracked case at display window corner.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed motor error during priming. The caller stated that the insulin pump fixed itself, but they have been having high blood glucose levels, randomly. At the time of the incident, the customer's blood glucose was 19 mmol/l, which was treated with manual injection. The customer does not use the sensor feature. They were unable to complete the rewind sequence. At the time of the phone call the customer's blood glucose was 4.6 mmol/l. The discontinuation of the device was advised. Nothing further was reported.